Event description:
Per the clinic, the patient experienced a post op infection and failure of osseointegration resulting in fixture loss. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, april 13, 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.